Event description:
The external pulse generator was returned to the manufacturer for repair due to the advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). One board connector cable was also found to be out of specification. The upper and lower cases and one side bail cover were observed to be broken, the ring cover was contaminated, and the ring was bent.